Manufacturer narrative:
Clinical investigation: a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) indicating they experienced difficulty breathing (stuffy), abdominal pain/discomfort (details unknown), feeling full/bloated (details unknown), overfill (no treatment data available), expanded/tense abdomen (details unknown) and ¿some¿ mental status changes (details unknown). Subsequent attempts to obtain additional information have proven unsuccessful. As such, any medical intervention possibly required by the patient is unknown. Additionally, the liberty select cycler was not returned to manufacturer for product investigation. There is a probable temporal relationship between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of difficulty breathing, abdominal pain/discomfort, feeling full/bloated, overfill, expanded/tense abdomen and mental status changes. The etiology of these event(s) is unknown, therefore causality cannot be determined. However, there is no objective evidence that indicates the liberty select cycler malfunctioned or did not meet performance expectations thus causing or contributing to the patient¿s adverse event(s). Additionally, the liberty select cycler was not returned to manufacturer for product investigation. Therefore, it cannot be determined if the liberty select cycler had any incidence of malfunction that could have caused or contributed to the patient¿s event(s). Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient described feeling full, bloated, and overfilled after treatment, along with abdominal pain or discomfort, and expanded or tense abdomen, and some change in mental status. Upon follow up with the peritoneal dialysis nurse (pdrn), the patient¿s fill volume was adjusted from 2000ml to 1000ml and the patient was reported to be doing well. Additional information was requested but was not provided.